Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to fluctuating impedances which has affected the patient's performance with the device. The patient was reimplanted with another cochlear device (date not reported).